Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer stated that he was changing the reservoir when the first motor error alarm occurred and the setting got erased. He entered the settings and received another motor error alarm. The customer also reported he received a motor position encoder error alarm. Blood glucose value was 90 mg/dl. The customer stated that he went through an airport scanner in january. He also mentioned that the insulin pump makes a strange noise when priming. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected weird noise when rewinding noted. Unable to perform the occlusion, excessive no delivery or unexpected restart error test due to the motor error alarm anomaly. The pump was received with minor scratches on the display window.